Event description:
It was reported that reported pacemaker 'did not give the 3 month warning' prior to replacement. Further follow up found the device was explanted and replaced with unknown date of explant. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.